Event description:
This set had been difficult to connect to bags since the set had been changed. Per customer, the connection between the luer connector of the set and the luer connector of bags has always been weak. Eight days after the set had been changed, the set was separated from yume set during the therapy unexpectedly (addressed in this report). There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available. Should additional information become available, a follow-up report will be submitted.